Event description:
Patient on oxygen via nasal cannula became hypoxic when staff disconnected oxygen tubing to untwist tubing and reconnected tubing to other connecter which did not deliver oxygen. Patient placed on ventimask and recovered.